Manufacturer narrative:
A partial lead with the pin measuring 12.7 cm was returned for analysis. External insulation was noted at 9.0 cm-11.0 cm from the pin consistent with lead friction to the ICD can. Other damages found were consistent with damage occurring at the time of the procedure.

Event description:
This report is to advise of an event observed during analysis.